Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2014 with the following findings: the pump has a crack in the battery compartment. The crack runs between the battery cap and the grip. The display is a dim red color. When the pump display is replaced by a test display the variance in color/contrast is fixed. During visual inspection noted that the keypad is worn and only the down symbol is legible. No tearing or peeling was noted. Testing revealed that the up and ok buttons are intermittenttly unresponsive. There was contamination found underneath all keypad button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.